Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2021, in post-op, the patient had a loss of pain relief.  The rep was unable to successfully reprogram the patient's device.   It was determined that there was a significant lead migration via fluoroscopy.  A lead revision was planned to take place in the near future to relocate the leads to the successful trial position.  No symptoms or issues were reported to be associated with the implanted neurostimulator (ins). Additional information was received from the rep and it was reported that there was no surgery on july 28th, it was a normal follow up appointment with the healthcare provider (hcp). The patient reported loss of pain relief to the physician at her follow up visit the week of july 28th. The physician performed fluoroscopy and noted the lead migration. There were no specific traumatic events reported by either the patient or the physician.